Event description:
It was reported that during a ptca/stent procedure in a heavily calcified lesion, the stent delivery system balloon ruptured below rated burst pressure. An attempt to retract the partially deployed stent into the guiding catheter was unsuccessful, contrary to the IFU. The pt was sent for emergency bypass surgery. Reportedly, the pt is doing fine.